Event description:
Ineffective.hcp did not consent to follow up, no further information provided or available regarding this report. (B)(4).

Manufacturer narrative:
The customer complained that no detailed contact information was provided. They should contact the (B)(6) dealer to obtain more detailed product information. After inquiring with the distributors, one piece was returned by the user in the order no.: (B)(4). The problem was that it lost power after being turned on and could no longer be turned on. The user's feedback was consistent with the MDR report. After the distributor disassembled the product for inspection, it was determined that the cause of the failure was the battery failure after startup. The corrective and preventive action no.: (B)(4) were implemented by the quality department. After investigation by the quality department, the battery defect of the product is within the acceptable quality range, and no correction is needed for the product. Notify the supplier to add a power-on test of the product host after the aging test of the battery pack to select out the defective batteries. After requesting the supplier to increase online inspection, the incoming batteries of the subsequent three batches were inspected during installation, and no abnormalities were found. The CAPA verification was passed.